Event description:
The patient contacted animas on (B)(6) 2011 to report elevated blood glucose (bg) readings ranging from 110s to 400s for past 3 days. The patient reported obtaining elevated bg readings in the 300s mg/dl for past 3 consecutive mornings. The patient stated he has not checked for ketones but claimed feeling tired, thirsty and having frequent urination. The patient denied developing symptoms of nausea, vomiting, abdominal cramps, shortness of breath or chest pain. The patient reported treating the high bgs with a correctional bolus via pump and also injections. At the time of troubleshooting, the subject pump was reviewed. There were no associated alarms in history. On (B)(6) 2011 the pump alarmed an empty cartridge; however, the patient did not fill the cartridge till later that day when he was able to more insulin. Review of prime history revealed that patient was changing site every 3-4 days, but reported not changing site or cartridge from november 2 till (B)(6) due to stretching insulin till he was able to purchase more. Pump history also revealed that the patient was not filling cannula when changing the site and did not always prime 12-15 units when priming as recommended. The patient denied any abnormalities at site, denied leakage of insulin at site or cartridge and confirmed cannula was not bent. Animas customer support noted that the patient was advised that it was adequately determined that the pump was delivering accurately. Although there is no indication of a malfunction with the subject pump, this complaint is being reported because the patient reportedly developed signs/symptoms of hyperglycemia while on insulin pump therapy. During troubleshooting, it was determined that use error most likely contributed to the patient's high bgs.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the pump history for the dates of the complaint was unavailable in the history due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals appeared inconsistent due to a time/date issue. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.